Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was continuously hospitalized due to hospitalized for elevated blood glucose (bg) levels (600 mg/dl). The cause for elevated bg level was unknown. Customer did not provide treatment received while in the hospital. Customer could not recall exact hospitalization dates. Reportedly, the issue resolved and customer was released 5 days later.